Event description:
According to the technician, the bed had issues with the manual CPR and the fowler. The fowler ball screw ball screw and support were damaged. There was patient involvement; however no adverse events were reported.

Manufacturer narrative:
Result - fowler ball screw. Conclusion - bed will not be repaired. Customer may replace bed.